Event description:
Caller reported that a cartridge alarm started occurring yesterday and continued through the following day, initially manifesting during pumping and later during the cartridge change process. Customer's blood glucose value was reported as "high," and they attempted correction using their pump. Tandem technical support decided to replace the malfunctioning pump. There was no backup therapy available, so the caller planned to contact their healthcare provider.